Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s father) contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the power issue with the meter started during the afternoon of (B)(6) 2017, when the meter would not turn on when a test strip was inserted. The patient manages her diabetes with lantus and novolog insulin which she self-adjusts. The reporter indicated that prior to trying to use the meter, the patient had developed symptoms of ¿dizzy, nauseous and throwing up¿. The reporter informed the cca that he had tried going to a pharmacy for help with the meter and the pharmacy turned him away and told him to call the 800 number. He suggested that if the pharmacy had helped him this may have helped his daughter¿s situation. He reported that the emergency medical services were contacted and unspecified treatment was provided. The reporter also suggested that his daughter was in the hospital at the time of the call to lfs due ¿to the issue with the meter.¿ at the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca established that the reporter had changed the batteries and the meter would not power on. When the cca asked the reporter to pull out the batteries and put them back in, the meter worked. The cca walked the reporter through set-up and recoding of the meter. The cca established that the patient was using the correct test strips and the meter turned on when a test strip was inserted per owner¿s manual and when the power button was pressed. No products are being replaced or requested back for investigation as it was confirmed that the meter and test strips were working correctly. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event which, although not caused by any malfunction of the lfs products, may have been made worse by a delay in obtaining treatment due to the inability of the user to use the meter at the time of the adverse event.